Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and the rear therapy electrodes was ripped from the distribution node, exposing wires. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.